Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection, electrical evaluation, and temperature and impedance test of the returned device were performed following bwi procedures. Visual inspection was performed and the peek housing component was found broken with exposed parts. An electrical test was performed, and the device failed the test, no values were observer on electrode #2. The temperature and impedance test was performed and the device worked correctly. No temperature or impedance issues were observed. The device was dissected and an open circuit was found on the tip area. A manufacturing record evaluation was performed for finished device number 30904412m, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a navistar thermocool, and when the device was returned for analysis the bwi product analysis lab identified a broken peek housing with internal components exposed. During the procedure, there were the following issues: bad ECG (bs or ic -- body surface or intracardiac) & no temperature & no impedance. It was reported that during the operation, the signal interference noise was observed on ic, bs, or all ECG (bs + ic) channels. And then there is no temperature displayed on the carto or generator and there was no impedance value reading from the device. A second device was used to complete the operation. There was no adverse event reported on patient. No impedance is not MDR-reportable. No temperature is not MDR-reportable. Bad/ partial ECG (bs or ic) is not MDR-reportable. Break with exposed internal parts is MDR-reportable.